Event description:
Customer reported via phone call that they were hospitalize last week but was not wearing the insulin pump at the time of the event. It is unknown for how long the customer disconnected from the insulin pump prior from the hospitalization. The customer also reported having experiencing high blood glucose lately and treating with insulin pens. Blood glucose value was 300 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.